Event description:
Information was received from health care provider (hcp) regarding a patient receiving intrathecal dilaudid and bupivacaine via an I mplantable pump for non-malignant pain. It was reported that the patient came in yesterday with altered mental status. The hcp stated he did not know if pump was malfunctioning and all he knew was that 2 days ago when the patient began feeling funny, his dose was decreased by 10%. Technical services urged the hcp to contact pump managing physician and provided info for national answering service (nas) so the rep could come out and interrogate pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.